Manufacturer narrative:
Device was returned without t1. Suture and t2 were returned separated from the delivery needle track. This device is quite bowed, bent and twisted delivery needle. The device cycles and actuates, but with resistance due to the needle¿s damage. This condition indicates difficulty with reaching the desired surgical location. No root cause related to the manufacture of the device can be established.

Event description:
It was reported that t1 and t2 deployed at the same time. No patient injuries were reported.